Event description:
It was reported that a patient on peritoneal dialysis (pd) had peritonitis (date of onset unknown). There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, the pd nurse confirmed the patient had peritonitis. The nurse also stated the event was not related to any fluid leaks or any issues with fresenius device, or product. The nurse stated the peritonitis was attributed to a gastrointestinal source. No more information about the event was provided.